Manufacturer narrative:
This report 1717344-2019-00687 was sent in error as a duplicate for MFR report number: 1717344-2019-00677, any additional information received in the future will be captured and submitted under the report number 1717344-2019-00677. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic gyn procedure, the unit was activated automatically that caused a thermal burn to the patient. They did a bowel resection to treat the burn. They used another like unit to complete the procedure.